Manufacturer narrative:
This report is submitted on march 22, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection and wound breakdown at implant site. Subsequently the patient's device was explanted on (B)(6) 2019, there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on april 09, 2019. (B)(4).